Event description:
Rec'd notice of complaint concerning above product from director of nursing. Reports a blood leak on a 12th use dialyzer. Dialyzer discarded on the day of the event. 6/3/98 health care professional states that due to the leak, the extracorporeal circuit was not reinfused, estimated blood loss, 260 ml. There was no reported adverse effect to the pt, no medical intervention was required. Hemoglobin reported and stable. MDR filed due to blood loss.